Event description:
The patient contacted dexcom technical support on (B)(6) 2014 reporting that the receiver buttons do not respond as they used to. She has to push the buttons four times in order for the receiver to respond. The patient did not report any medical intervention or injury . No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2014. The root cause was determined to be a hardware component failure.